Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed multiple low battery warnings and evidence of excessive battery usage. The battery compartment was found to be undamaged. The battery cap was able to secure properly to the battery compartment. Power issues were not experienced during investigation. The electric current draws were found to be within specification. There was no evidence of moisture ingress on the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a shortened battery life issue. It was reported the batteries included with the new pump lasted 1 day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.